Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/29/2020. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). The following information has been requested and received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. ¿ did the reservoir function properly upon first activation? No further information is available. ¿ if yes, how long after the first activation happened did the issue occurred? ¿ was another reservoir used to correct the situation? No further information is available.no further information will be provided. If the further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown urological surgery on (B)(6) 2020, and a reservoir was used. After surgery after emptying the reservoir, it could not be locked. Further details are not provided. There were no adverse consequences to the patient.